Manufacturer narrative:
Patient age (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture. The device has been explanted and replaced with non-allergan brand. This record relates to the left side.

Manufacturer narrative:
Device evaluation: unable to check the lot number on the patch, as the device is broken and patch missing. The device is a silicone device. Analysis of the returned device identified: broken shell, underweight and missing shell and patch. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Missing shell and patch (100%) assessed as inconclusive.

Event description:
Physician reports rupture. The device has been explanted and replaced with non-allergan brand. This record relates to the left side.